Manufacturer narrative:
This follow up report is being submitted to relay corrected information.

Event description:
It was reported that a patient was revised due to unknown reasons. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient has been indicated for revision due to an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.